Event description:
It was reported that, after the intermate was filled with an antibiotic drug (ceftazidime), it was observed that there was a brown floating particle in the reservoir. This malfunction was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number 13m011 was manufactured november 5, 2013 - november 6, 2013. Additional information: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). The cause of the problem was unknown. A CAPA has been opened for this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual inspection confirmed that there was a tiny brown particle, approximately 0.10 square mm in size, was floating in the solution of the bladder. A spectrophotometer scan determined that the brown particle was cellulose (paper material). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.